Event description:
Consumer called report her readings out of range according to a lab test. Analysis run on consensus error grid using lab reading (29) as reference point vs. Bd readings (68) yielded data points in the c range of the grid, outside of acceptable limits.